Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin was coming out during prime and the numbers were not counting up. Customer mentioned that when they took out the reservoir and half of the insulin was gone. Customer stated that they tried doing the prime fill process again and experienced the same issue. Customer's blood glucose reading at the time of the incident was 131 mg/dl. Customer was advised to revert to a back up plan and the insulin pump is being returned for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self-test and unexpected restart error test. No prime/fill and motor noise anomaly noted. The insulin pump passed all operating currents tested within the spec range and passed off no power test. The insulin pump received with cracked reservoir tube lip and minor scratches on display window noted.